Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient had ipg migration and was experiencing pain at the generator site. It was also reported that the device was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had ipg migration and was experiencing pain at the generator site. It was also reported that the device was non-functional. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had ipg migration and was experiencing pain at the generator site. It was also reported that the device was non-functional. The patient will undergo an explant procedure.